Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, specifically showing a static fill estimate of 25 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that this issue can occur due to a variance in pressure readings used to calculate insulin remaining, and once the insulin level matches the static display, the estimate will adjust normally. The customer understood and acknowledged the explanation.